Manufacturer narrative:
The device was received not deployed. The device ran into an 0x10 alarm signaling that a reset was caused by sawcop expiration. The download data showed that the first prime completed at pulse 45 and the device deactivated at pulse 45 due to the hazard alarm. The device did not run enough pulses prior to deactivation to deploy the needle mechanism. The device was reset, connected to a pdm and ran a 5-unit bolus with no issue. The device deployed during the reset run. The cause of the hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.